Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. Upon investigation the electrode belt failed a ECG falloff test. The cause for the failure was isolated to an open wire in the cable connecting the distribution node (dn) and ECG "c". The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During an investigation into an unrelated issue, a device malfunction was found. Electrode belt (B)(4) failed an ECG falloff test.